Event description:
N/a

Manufacturer narrative:
(B)(4). Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The photograph was observed to be blurry but there were no visual defects observed on the intact cannula c-ring. The metal arm of the c-ring was observed to be attached to the base of the intact c-ring. The scope wash arm was also observed to be intact. Based on the non-return of the device as well as the photographic evaluation, the reported failure "material separation" was not confirmed. The lot # 3000404025 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported during the endoscopic vessel harvesting procedure that the tip of the c-ring on the vasoview hemopro 2 was observed to be damaged when the pa was about to cut the branches. In the cannula, c ring the metal part where the distal co2 comes from the tip got separated from the saline tip. A replacement device was used to complete the procedure. The complainant provided photos, no evidence of blood was observed on the c-ring and observed to be bent. No procedural delay. No patient harm was observed.